Manufacturer narrative:
Should additional information become available a supplemental record will be filed.

Event description:
The customer needs a replacement door seal for this tub, it is starting to leak.